Event description:
It was reported, the pt ((B)(6)) underwent revision surgery due to lead migration. During the procedure, the physician was unable to remove the lead from the ipg. The physician decided to replace both the lead and ipg.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.